Event description:
It was reported that patient received inappropriate therapy due to high v-rate associated with new onset of a-fib. Medications were given and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.